Event description:
While testing the system 6 sagittal saw during routine servicing it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the system 6 sagittal saw during routine servicing it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event, braking issues, was not duplicated and no failures were confirmed.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.